Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 5 of 9 for the same event: it was reported that during an unspecified surgical procedure, but before use on the patient, it was observed that a small battery drive device had blown the fuses of eight battery devices. It was reported that the device would not work due to a safety feature on the drill at the beginning of the case. The reporter stated that it was not known which small battery drive device was causing the batteries to blow fuses, therefore, four small battery devices were returned for evaluation as a precautionary measure. Upon evaluation of the four small battery drive devices, it was determined that only one of the four returned small battery drive devices caused the batteries to short circuit. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.